Manufacturer narrative:
(B)(4). Suspect medical device info, contact office info and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report address the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report an check patient line alarm found on the home choice (hc) device during use. The home patient (hp) stated that she replaced one bag because she needed to re-prime the patient line. The baxter technical representative (tsr) advised the hp that if they replace any part of the set up, they must replace all of the set up otherwise the hp was risking for infection. The tsr assisted the hp with ending therapy and removing the cassette. The tsr advised the hp to dispose the current supplies and start therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information received: the reported problem for use error, reuse of supplies was confirmed based on customer information, the patient disconnected and replaced a single solution bag during therapy. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.